Event description:
It was reported that a customer was currently experiencing an issue with a temperature sensing foley not reading in 6112. The foley was working initially and then suddenly quit working. The cables were all exchanged to rule that out. Per follow up via email on (B)(6) 2023, it was reported that they had saved the temperature sensing foley that failed on their patient in 6118 over the weekend. It also stated that the patient was still admitted, and this was the second bard temp sensing foley that they had returned to the company with the same unresolved issue. Per follow up via phone (B)(6) 2023, customers have been working with their local representative as this issue with the temperature sensing foley's has been ongoing.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned, and further investigation was not conclusive. A potential root cause for this failure mode could be ¿sensor wire too weak, thermistor wire too weak". The lot number is unknown; therefore, the device history record could not be reviewed. The product catalog number for this device is unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that customer were currently experiencing an issue with a temperature sensing foley not reading in 6112. The foley was working initially and then suddenly quit working. The cables were all exchanged to rule that out. Per follow up via email on 27jun2023, it was reported that they had saved the temperature sensing foley that failed on their patient in 6118 over the weekend. Also stated that the patient was still admitted and this was the second bard temp sensing foley that they had returned to the company with the same unresolved issue. Per follow up via phone 06july2023, customer have been working with their local representative as this issue with the temperature sensing foleys has been ongoing.